Event description:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) unit failed a leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) unit was not passing the pim portion of all manifold leak tests . To fix the issue, the fse replaced the pneumatic module assy, rohs, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Testing of actual/ suspected device/ 10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) unit was not passing the pim portion of all manifold leak tests. To fix the issue, the fse replaced the pneumatic module assy, rohs, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) unit failed a leak test. There was no patient involvement, and no adverse event reported.